Event description:
It was reported that the tip of an es2 cannulated modular tap fractured off inside the patient's right l3 vertebral body intra-operatively. Subsequently, fixation was skipped at that level. The procedure was completed successfully with a 5 minute surgical delay.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were not reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed per the device catalog number, no adverse trends were observed. Initial report states that the tip of the cannulated 4.5mm tap broke off inside the vertebral body. The tip was left in the pedicle and a screw was placed in the same hole. Procedure completed with no additional issues. It was reported that tapping was not done at a difficult angle and without excessive force. It is unknown how long device has been used. Patient had normal bone quality. Due to no lot# provided and no product return, a root cause could not be determined conclusively. Potential causes include but are not limited to: age of device (normal wear), age of device (pre design change), sclerotic or metastasized bone, and/or excessive force applied. H3 other text : status and location of the device is unknown.

Event description:
It was reported that the tip of an es2 cannulated modular tap fractured off inside the patient's right l3 vertebral body intra-operatively. Subsequently, fixation was skipped at that level. The procedure was completed successfully with a 5 minute surgical delay.